Manufacturer narrative:
Complain conclusion: as reported by the legal department, a patient had a trapease vena cava filter implanted on or about (B)(6) 2001. The filter subsequently malfunctioned and caused injury to the patient, including fracture, tilt, migration and perforation. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries, damages, and required extensive medical care and treatment. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Without return of the device or procedural films/ pictures for review, the reported filter tilt, fracture, migration and vessel perforation could not be confirmed and the exact cause of the difficulty experienced by the customer could not be determined. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to the fracture and migration of ivc filters. The instructions for use also notes that anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, a patient had a trapease vena cava filter implanted on or about (B)(6) 2001. The filter subsequently malfunctioned and caused injury to the patient, including fracture, tilt, migration and perforation. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries, damages, and required extensive medical care and treatment.